Manufacturer narrative:
D4: product UDI - the manufacturing date and UDI is unknown at time of report. E1: (B)(6). No analysis was performed by philips. A philips remote service engineer (rse) stated the customer stated there was derivation issues and no further information was provided. A nemo (non engineering material only) service was agreed upon. Ordered a bisx power link cable and shipped to the customer site. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem is unknown ve . The issue was resolved by providing the customer with a replacement part(s).

Event description:
Philips received a complaint on an bis module indicating that the bis derivation problems. It is unknown if the device was in use at time of event, and there was no adverse event reported.